Event description:
An optometrist reported that approximately one month following monovision lasik surgery, the patient presented with a small residual refractive error in her distance eye, the right eye. The patient reported experiencing a blur in her distance vision. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).